Event description:
A customer reported error message ¿4253 hybrid arm z-axis home overrun¿ while testing on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to perform set-all-home task and the error persisted while attempting to calibrate, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was unable to reproduce the error. While troubleshooting, fse found the hybrid arm out of alignment. Fse also performed all hybrid arm z-axis adjustment including the height and sensor, cleaned and lubricated the z-axis drives on the hybrid arm. In addition, fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number: (B)(6) from install date 06dec2023 through aware date 14mar2024. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: (4253) hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the misalignment of the hybrid arm.